Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagitis during an esophagogastroduodenoscopy (egd) for hemorrhage control procedure performed on (B)(6) 2025. During the procedure, the physician saw a small possible tear or bleed. The clip was grasped onto the defect, but as the tech closed their hand, the clip would not clamp onto tissue to lock in place. The tech opened and closed their hand as the physician was trying to place the clip for precise placement. During the second closing, when the tech fully closed their hand, the clip released prematurely from the catheter. The catheter was removed from scope. The procedure was completed using a hemospray. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter title, initial reporter first name and last name) has been updated based on the additional information received on march 24, 2025. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h11: correction: block a4 (weight).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagitis during an esophagogastroduodenoscopy (egd) for hemorrhage control procedure performed on (B)(6) 2025. During the procedure, the physician saw a small possible tear or bleed. The clip was grasped onto the defect, but as the tech closed their hand, the clip would not clamp onto tissue to lock in place. The tech opened and closed their hand as the physician was trying to place the clip for precise placement. During second closing, when tech fully closed their hand, the clip fell off catheter as clip was already released from catheter. The catheter was removed from scope. The procedure was completed using a hemospray. There were no patient complications reported as a result of this event. Additional information received on march 24, 2025 it was confirmed that the anatomy location was esophagus.